Event description:
The customer stated that he was taken to the hospital by paramedics due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement and self tests passed. The customer stated that he lowered his basal rates three times prior to the event due to experiencing low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.